Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below: "[inspection of the endoscope]. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function]. Inspection of the water feeding function. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, amount of water supplied is insufficient due to clogging of the air/water nozzle due to handling (insufficient cleaning), bending angle insufficient due to the elongation of the angle wire, play of the angle knob out of the normal state due to the elongation of the angle wire, looseness was observed at the connection between the curved part and the flexible tube due to deformation of the flexible tube of the insertion part, scratches on the insertion tube, screw inside the operation part fallen off, scratches found on the operation part, discoloration of the operation part, poor insulation performance at the tip recognized due to adhesive peeling of the curved rubber, curved rubber bond cracked, amount of air supplied insufficient due to clogging of the air/water nozzle due to handling (insufficient cleaning), due to handling (insufficient cleaning), the air and water nozzles are clogged and the draining function reduced, foreign object inside the nozzle, scratches found on the tip cover, scratches found on switch 1, scratches found on the switch box, watertightness not maintained due to cracks in the internal parts of the up/down knob, scratches on the up/down knob, scratches on up/down angle fixing lever, scratches found on the right/left knob, scratches on the right/left angle fixing knob, scratches found on the insertion part corrugated tube oredome, scratches on the hardness adjustment ring, scratches on the operation unit cover, scratches found on the grip, scratches found on the universal cord, scratches found on the scope connector, and scratches on scope connector cover. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an evis lusera colonovideoscope, having weak air/water supply. Upon inspection and testing of the customer returned device, foreign material was found clogged in the scope air/water nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.